Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. After the evaluation it was determined the springs in the safety bail assembly needed to be replaced. The stretcher was repaired and returned to service.

Event description:
The customer reported the safety bail is not catching on the hook when unloading the stretcher. The reported issue was not associated with patient involvement or an adverse incident.

Event description:
The customer reported the safety bail is not catching on the hook when unloading the stretcher. The reported issue was not associated with patient involvement or an adverse incident.